Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2012, patient in (B)(6) was started on duopa therapy. On an unknown date, patient underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. Report on (B)(6) 2017 stated that the patient experienced granuloma and infection. The patient was prescribed unspecified antibiotic medication.